Event description:
It was reported that when the pulse generator output was programmed less than 2.0 v, 0.5 bipolar, intermittent loss of capture occurred, but at 2.0 v, 0.5 ms bipolar, phrenic nerve stimulation began when the patient lay on his side. Phrenic nerve stimulation worsened in the unipolar configuration. The device was programmed to bipolar and at 0.3 ms and 1.0 ms pulse width, there was still no capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.